Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider for a clinical study reported that it was not wound dehiscence; the wound was not sutured in the first place, noting it was fixated with tape. Impedance tests showed values of 4000 ohms for contact 0. Symptoms had not changed, so the situation was being monitored with the device turned off. It was noted the device would be removed if the symptoms did not change after the device was off for 3 months. Medical history included fecal incontinence and anal sphincteroplasty.

Event description:
It was reported, there was fluid/exudate ¿oozing¿ around the implant site while the patient was doing yoga. Looking at the site more carefully indicated that the wound was open. The patient had to have emergency surgery for the wound dehiscence and no further issues were noted afterwards. There were no device issues and the device was not replaced. It was stated the event was attributed to the patient¿s body movement. Following the surgery, the issue was resolved. No health hazards to the patient were noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 8840, serial# (B)(4); product type programmer, physician product ID 8870mmb, serial# (B)(4); product type software. (B)(4).